Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurate results when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional questions obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. At an unknown time prior to the start of the alleged issue the patient reported he had symptoms of ¿frequent urination.¿ the patient reported the alleged issue first occurred on (B)(6) 2013 at 6pm. The patient reported, he obtained readings of ¿698mg/dl¿ on the lfs meter and readings in the ¿300¿smg/dl¿ on another unknown meter. The patient reported using a combination of medications including glyburide and byetta. The patient reported in response to the alleged issue, he did not make any changes to his usual diabetes management routine and he drove himself to the emergency room (ER) on (B)(6) 2013 at an unknown time. The patient reported, he was not given any treatment for an acute complication of diabetes, however, the doctor changed his regular medications to include a new unknown medication. The patient reported the following day he went to the doctor¿s office and a reading of ¿329mg/dl¿ was obtained. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient reported his test strips and test strips vial were in good condition. The patient was found to be using a correct testing process. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms occurred prior to the start of the alleged issue, and the reported high reading correlated with the symptoms suggestive of hyperglycemia. In addition, the patient reported he was not treated for severe hyperglycemia while in the ER. The patient reported his doctor changes his medications to adjust for high blood glucose. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.